Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found for 7 of the events: the investigation did not identify a product problem. The cause of the event could not be determined. The investigations found for 1 of the events: the pinch valve was failing to shut and a probe was dripping. The service actions resolved the issue. The follow up actions for 1 of the events was that the pinch valve, tubing, and mixer were replaced. A probe was adjusted. Mechanism checks, calibration, and controls were completed and were within specifications. The follow up actions for 1 event was that performance testing was run and passed. The pinch tubing was replaced and the reagent probe was cleaned. The follow up actions for 1 event was that service replaced a sample probe. The analyzer alarm trace showed several pipetting alarms after the sample probe exchange which is consistent with poor sample quality. The follow up actions for 1 event was that precision studies were performed and the results were acceptable. The follow up actions for 1 event was that the humidity in the laboratory was checked and was found to be acceptable. There were no follow up actions for 3 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events. Questionable low results were generated by the cobas 6000 e 601 module. The events involved a total of 11 patients with the following: 1 questionable result for elecsys prolactin assay. 1 questionable result for elecsys tsh assay. 2 questionable results for elecsys pth stat immunoassay. 1 questionable result for elecsys ca 125 ii. 4 questionable results for elecsys hcg + beta test system. 1 questionable result for elecsys ferritin. 1 questionable result for elecsys ft3 iii. 1 questionable result for elecsys ft4 iii assay. The patients' ages ranged from 17 years to 90 years. There were 3 females and 2 males.